Event description:
Pt was receiving a blood transfusion through a smartsite blood tubing infusing through an alaris pump, when the pump alarmed "air in line." When the nurse opened the IV pump door to check the tubing she noted the tubing split apart at the top of the blue connector that runs through the pump. The nurse hung new tubing and completed the transfusion. The pt was discharged home on (B)(6) 2012. The pt was readmitted on (B)(6) 2012 with pain and swelling in the right arm, near the IV site the pt had received the blood through. An ultrasound was done: diagnosis superficial thrombophlebitis (small thrombus in the distal cephalic vein). Area was treated with warm soaks, elevation and antibiotics. Pt discharged to home (B)(6) 2012. Reason for use: anemia.